Event description:
Patient's blood glucose was measured on the aviva system, using strip lot 490717, with a result of 40 mg/dl and again, using strip lot 490545, with a result of 80 mg/dl. Within 10 minutes, patient's blood glucose was tested on 3 unspecified paramedics' devices with all results measuring around 45 mg/dl. Patient's treatment was not modified based on the above listed values obtained on the aviva system. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
It is not known if the initial reporter has, or intends to, report the event to FDA. This medwatch is for the suspect product that produced the value of 80 mg/dl (aviva plus strip lot 490545). For the suspect product that produced the values of 118 mg/dl and 40 mg/dl (aviva plus strip lot 490717) see medwatch with patient identifier (B)(6).